Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports red raw skin with weeping skin with scant amount of bleeding. Reports few pinpoint drops of blood that stopped right away. Reports redness is from 10 to 2 o'clock. Complaint (B)(6) nurse advised to use stomahesive powder and sensicare sting free barrier wipe. If no improvement in a few pouch changes; contact local wound ostomy care nurse or health care provider.